Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported a 74-year-old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient developed a massive stroke following the explant of the impella 5.5 and implant of the left ventricle assist device, and later expired due to the complication. The patient was not appropriately anticoagulated 72 hours prior to the surgery due to bleeding from an old left heart catheterization groin site. It was noted during the explant of the impella 5.5, that there was a significant clot around the cannula. The care team attributes the lack of anticoagulation as the likely cause for the patient's complication and expiration.

Manufacturer narrative:
The investigation for the thrombus and stroke has been completed. The device nor sufficient clinical data has been returned for evaluation. Therefore, the root cause of the issues could not be determined.